Manufacturer narrative:
H6; code 400: damaged firing mechanism. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: lockout position n/a, cartridge condition n/a, cartridge return batch number n/a. Functional tests & results: condition of firing trigger lockout ab good, condition of pinion gear a good b broken outer, condition of short rack ab broken, condition of yoke ab good. Analysis conclusion: based upon the info received and the visual examination, it was conclused that the instruments were returned non-functional. The instruments were disassembled and were found to have damaged firing mechanisms. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechansim are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The devices were used during a "pulmonary resection" procedure. It was reported by the affiliate that when firing the devices, a cracking noise was heard. The devices delivered only 1/3 of the staples and they did not cut. Add'l info received on 8/14/97. It was stated by the affiliate that there was no pt consequence. Due to this update, co has changed the consequence to pt field.